Manufacturer narrative:
We reported 3 drills and 2 attachments on MDR 1045254-2017-00342. This supplemental is to provide information for 1 drill, and the 2 attachments. Information on the other drills will be provided in subsequent mdrs, one report for each drill. A technician performed on site testing, this device passed and was not returned to the manufacture for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There were a total of 3 handpieces where issues were reported, not eight. The original MDR file indicated there were "five handpieces of product #1845000 - handpiece indigo drill, serial and lot number unknown", this information was incorrect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1845010 - attachment indigo straight, serial # (B)(4), lot # 207374998, manufactured date: 09/03/2013, 510(k) # k081475, UDI (B)(4); 1845010 - attachment indigo straight, serial # (B)(4), lot # 213100831, manufactured date: 04/12/2017, 510(k) # k081475, UDI (B)(4); 1845000 - handpiece indigo drill, serial # (B)(4), lot # 212934866, manufactured date: 03/09/2017, 510(k) # k081475, UDI (B)(4); 1845000 - handpiece indigo drill, serial # (B)(4), lot # 207089289, manufactured date: 06/17/2013, 510(k) # k081475, UDI: (B)(4); five handpieces of product # 1845000 - handpiece indigo drill, serial and lot number unknown. No analysis results available. Device were not returned.

Event description:
The field territory manager reported that during device follow-up, he went through checking 8 motors with two straight attachments. Once the handpieces reached 50k speed they unlocked and caused the motor to heat up. He tried each attachment on each motor and ended up with the same result. There is no patient involved in this event, no injury reported.